Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the microbore tubing of an unspecified access set was broken. It was further specified that the microbore tube became disconnected from the luer lock portion of the tubing. This occurred during setup and preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.